Event description:
The hospital reported that during a coronary artery bypass procedure, it was observed that the heartstring iii seal was cracked during the loading process along the third and fourth row from the outside. The end of the seal unraveled as well. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. The loading device was not returned. The seal was extended outside of the delivery tube; it remained anchored to the tension spring assembly. The seal was cracked along the first and fourth rows from the outer edge. The green slide lock and the white plunger were depressed on the delivery device. Based upon the evaluation results, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was nonconformance recorded in the lot history. (B)(4).